Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as an infection. The event was manifested by stomach pain and pd fluid "not clear". The patient was hospitalized for the event. The cause of the event was unknown. It was reported the patient was not treated with medicine for the event. At the time of this report the patient outcome was unknown. Action taken with pd therapy was not reported. No further information was available.